Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. When the change history of the parts was checked for events for which no images were found, it was confirmed that the design change of the dr substrate was being made on april 16, 2018. It is unclear whether this design change is related to the indicated event. · it was confirmed that the design of the op-amp circuit of the dr board was changed on the assumption that it did not conform to the specifications (there is a possibility that the inside of the mask will be black out in the 180 scope). Countermeasure products have been shipped on or after june 13, 2018 (pal specification)/june 14, 2018 (ntsc specification) since the product was a product before countermeasures change in the op-amp circuit design of the dr board, it is assumed that the product occurred due to a failure of the op-amp.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and results found a faulty main board. Additionally, the main switch required upgrade. The unit was serviced with replacement parts and the unit passed all functional testing. The unit was returned to the user facility.

Event description:
The user facility reported that device is not detecting older scopes. The reporter was not able to confirm when the reported event was discovered but there was no patient harm reported. Olympus is attempting to gather additional information related to this report.